Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that prior to a case the rep interrogated an implantable neurostimulator (ins) and saw a power on reset (por) on the recharger. At first, the rep had trouble communicating with the ins, so they flipped the box over, so that the label was facing down and lying atop the recharger head. This was when the rep saw the por. The rep tried a different recharger and still saw the por but was able to charge normally. It was noted that the rep had access to a physician programmer. The steps for clearing the por were reviewed and the por cleared successfully. During the call with the manufacturer on (B)(6) 2017, the rep interrogated the ins with the physician programmer and it showed the normal initialization screen showing that the ins was charged to 75% and asked if they wanted to start service life. The rep didn¿t see any message saying that a por occurred. The rep ended the session and interrogated the ins again. The same screen showed with no por. Additional information was received from the rep. It was reported that the same por message occurred when reading the ins with the recharger. It was noted that this was an ins from the rep¿s trunk so he was to call customer service to get credited and have a new ins sent to replace this one. No patient involvement/ symptoms were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found a parity por bit not reset. Analysis determined that there was a parity power on reset (por) that was not cleared which did not affect the functionality of the implantable neurostimulator (ins). The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to #0} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.